Event description:
During a thyroid case, the physician needed a medium clip applier. After a couple of uses, the jaws of the clip applier failed to function leaving a "u" shaped clip that would not close all the way.